Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's mother that an unknown duration post implant of this 19mm bioprosthetic aortic valve implanted in the mitral position of a (B)(6)-month-old pediatric patient, there was a "problem with his mitral valve which ultimately he needed a heart transplant". It is unknown if the mitral valve noted was the patient's native valve or the bioprosthetic valve. It was also reported that approximately 2 months prior to implant of the bioprosthetic valve, the patient's pacemaker was replaced which caused "heart failure". No additional adverse patient effects were reported.